Event description:
Medtronic received information that this bioprosthetic valve, implanted approximately 39 months, was explanted. The valve was returned for analysis. No further information was given. Additional information was requested but not received.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, traces of dark brown discoloration in the host tissue on the inflow showed possible cauterization. The right and non-coronary cusps were stiff due to host tissue on the inflow and/or outflow. The left cusp was slightly stiff but flexible except where host tissue extended on the inflow and/or outflow. All leaflets were intact. The condition of the non-coronary left and left right commissures could not be determined due to host tissue overgrowth. The right non-coronary commissure was intact. Remnants of pannus remained attached to the sewing ring on the inflow along the tissue and base stitching, into all inferior coaptive areas and 1 to 8 mm onto all cusps reducing the inflow orifice area. Pannus remained attached to the outflow rail of all cusps, to the inner outflow rail, along the outflow margin of attachment, onto all commissural attachments, encapsulating the non-coronary left commissure, partially covering the left right and right non-coronary commissures and stent posts. Pannus overgrowth restricted leaflet movement in all commissures. Pannus extended 1 to 3.5 mm onto the outflow of all cusps. Tan thrombotic host tissue filled and stiffened the right cusp on the outflow. Tan thrombotic host tissue lined the outflow margin of attachment of the non-coronary and left cusps. An unknown amount of host tissue appeared to have been removed on the inflow and outflow of all cusps during explant. Radiography shows trace mineralization along the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(4).